Event description:
It was reported that during an open sigmoid surgery, while oversewing of the bowel, the tip of the needle broke off in the needle driver while suturing, and the body of the needle detached from the suture and was displaced across the sterile field, ultimately landing in the instrument pouch where it was recovered. Another suture from the same pack were used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A di fferent device was returned than was originally reported. Visual inspection noted that the needle was broken approximately one-quarter of the length from the tip. Inspection of the opened samples revealed two sutures and three needles, with two needles still attached to the suture inside the retainer and one needle returned detached and broken at about two-thirds of its length from the tip. Microscopic examination identified instrument marks near the break site and at the swage. It was reported that the tip of the needle broke off in the needle driver while suturing, and the body of the needle detached from the suture. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the needle is grasped near the swaged end or the tip and could cause bends, breaks, or damage the connection between the needle and suture. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments, such as forceps or needle holders. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.